Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit broad was discovered and caused the reported failure mode. The device had other notable wear and tear in the form of a broken power bracket and rear cover locks. As well as minor damage to the bezel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, that her olympus high-definition lcd monitor was not displaying an image. And the touch panel was not working during a therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, the procedure was completed using the subject device, without any reports of patient harm or procedural delays.